Event description:
It was reported that the stent partially deployed, and stent fracture occurred. The target lesion was a long chronic total occlusion (cto) located in the heavily calcified distal superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). During stent deployment, the stent partially deployed, an audible click was observed, and the stent failed to fully deploy. The user removed the devices, but in process, part of the stent broke off in the vessel in the body. Additional stent was implanted to hold the device fragment, and further ballooning was required to finish the procedure successfully. Patient is expected to fully recover. The fragment that broke off was stented and the procedure was completed.

Manufacturer narrative:
Correction: h6. Patient codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results: media was provided in the form of a photo. The photo shows part of the stent and guidewire inside the patient. From the photo provided it cannot be determined if the stent is fractured. Returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks to the sheath and the sheath is buckled. The stent is partially deployed and is separated 1.5cm from the distal end of the middle sheath. The total stent measures approximately 7.5cm long. Microscopic examination revealed no additional damages. The distal end of the separated stent did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to patient condition. The heavily calcified lesion likely caused the sheath to kink and when the thumbwheel was attempted to be used it caused the sheath to buckle only partially deploying the stent. Once the stent is partially deployed it cannot be recaptured so the device was likely pulled out which caused the partially deployed stent to separate.

Event description:
It was reported that the stent partially deployed, and stent fracture occurred. The target lesion was a long chronic total occlusion (cto) located in the heavily calcified distal superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). During stent deployment, the stent partially deployed, an audible click was observed, and the stent failed to fully deploy. The stent fractured during the removal process. Additional intervention was required with another stent and further ballooning to finish the procedure successfully. Patient is expected to fully recover. Another device of a different model was used to complete the procedure.

Event description:
It was reported that the stent partially deployed, and stent fracture occurred. The target lesion was a long chronic total occlusion (cto) located in the heavily calcified distal superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). During stent deployment, the stent partially deployed, an audible click was observed, and the stent failed to fully deploy. The stent fractured during the removal process. Additional intervention was required with another stent and further ballooning to finish the procedure successfully. Patient is expected to fully recover. Another device of a different model was used to complete the procedure.

Manufacturer narrative:
Device evaluation by manufacturer: media was provided in the form of a photo. The photo shows part of the stent and guidewire inside the patient. From the photo provided it cannot be determined if the stent is fractured. Returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks to the sheath and the sheath is buckled. The stent is partially deployed and is separated 1.5cm from the distal end of the middle sheath. The total stent measures approximately 7.5cm long. Microscopic examination revealed no additional damages. The distal end of the separated stent did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue.